Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that tubing detached at slide clamp below IV pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample of item 2426-0007, lot 24095356 was received for quality investigation. Visual inspection of the samples indicates that there is separation of the infusion sets at the lower pumping segment fitting to the tubing. The customer complaint of separation other component - no leak was verified. The investigation of root cause was conducted at the manufacturing location. After investigation regarding separation between tubing and lower fitment it was found that could be related to lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or due to opportunities with the solvent dispenser. An accessory to the solvent dispenser was implemented in order to guide the tubing into the insertion point of the solvent dispenser to ensure the proper amount of solvent is applied to the assembly. A device history record review for model 2426-0007 lot number 24095356 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.